Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets did not flow. The issue occurred during patient infusion. The sets were used with a novum iq lv pump and the pump showed "infusion complete" on the screen, however the bag was still full and no medication had been administered. Any flow rate from 5ml-10ml seemed to give a downstream occlusion alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.